Manufacturer narrative:
Update to b5: additional procedural information was provided and added to b5.

Event description:
It was reported that after an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, the subject device was cleaned and disinfected as usual. The following day, the subject device was used on another patient and when the contrast tube was inserted through the forceps channel, part of the pancreatic duct had fallen out of the scope and into the patient around the duodenum. The pancreatic duct stent that had fallen was reportedly used during the ercp procedure that had occurred the day earlier. No patient harm reported. It was also stated that, the product that fell off was a pancreatic duct stent called ¿pit stent¿ manufactured by gadelius medical, inc. Used in a case on (B)(6) 2024. The pusher pushed the pit stent through the guidewire but did not come out of the forceps channel at the end of the jf-260v. The pusher probably entered the lumen of the pit stent. The pusher and guidewire were then removed, but the pit stent did not follow and remained in the forceps channel of the jf-260v. The procedure ended there, and no one was concerned about the remaining pit stent. The information that the pit stent might have remained in the forceps channel was not shared with the washers, and the cleaning and disinfection went on as usual. Then, the case became a case that fell off inside the body on (B)(6). The primary physician is retired, so I cannot ask for details, but it was assumed that the pit stent that fell off was not considered unclean because it was not implanted in the patient and therefore was not retrieved.

Event description:
It was reported that after an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, the subject device was cleaned and disinfected as usual. The following day, the subject device was used on another patient and when the contrast tube was inserted through the forceps channel, part of the pancreatic duct had fallen out of the scope and into the patient. The pancreatic duct stent that had fallen was reportedly used during the ercp procedure that had occurred the day earlier. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, the subject device was cleaned and disinfected as usual. The following day, the subject device was used on another patient and when the contrast tube was inserted through the forceps channel, part of the pancreatic duct had fallen out of the scope and into the patient. The pancreatic duct stent that had fallen was reportedly used during the ercp procedure that had occurred the day earlier. No patient harm reported.